Event description:
It was reported that the device would not operate ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended replacing the power module. Follow up with the reporter confirmed that the customer will not repair the device and discarded it locally. The device has been removed from service. The device was not returned to physio-control for analysis. A conclusive cause of the reported problem could not be determined.